Event description:
It was reported that the patient presented via merlin at home transmission for non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.